Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order, including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -18.00/+1.5/089 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2023. The surgeon noted there were no toric markers on the lens and the lens remained implanted. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk. D6b: na. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).